Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: (B)(6) 2016. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during investigation, revealed that the display was dim, fading and discolored. Unrelated to the complaint, investigation revealed multiple cracks in the battery compartment. Also unrelated to the complaint, the pump case was cracked near the top right corner of the display lens at the case seal and cracked on the left side of the keypad to the case seal.